Manufacturer narrative:
(B)(6) h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log confirmed no missed settings or other errors related to delivery failures. Functional testing could not confirm the customer reported issue. The pump accuracy was within specification. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation could not determine the cause of the reported issue. Device passed all functional testing.

Event description:
It was reported that there appeared to be an error in the flow rate. There was patient involvement and no patient harm/adverse event reported.